Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient experienced a skin reaction consisted of itching sensations and cellulitis around the sensor patch adhesive on the arm. The patient treated the area with an over the counter topical cream. At the time of the report no other details were documented. There was no report of medical intervention. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4)